Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a fall on (B)(6) 2014 and had a plate system implanted for a fractured femur, tibia and fibula. Three months later the patient had another fall and re-fractured his femur and the implant screws were reported to be broken into pieces. The revision surgery reportedly used a nailing method. No other information was reported. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the screw has wear on the thread and at screw-head. Our investigation shows that the screw has wear on the thread and at screw-head. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It is likely that the wear and tear concerns to normal wear and tear during use. No product fault could be detected. Therefore this manufacturing evaluation is to be invalid from a manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.